Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "message "no signal on monitor tm343 dp and dvi ports although the cables are connected between the tc201en and the tm343. Users informed us that the problem appeared during urology procedures. They started with a turbt procedure which went well without any problems and when they wanted to start the second procedure of "internal urethrotomy" the signal from the camera unit was no longer reaching the screen. The primamed technical team was therefore called to detect the problem. Since two columns with the same camera equipment had been supplied, primamed team has just interchanged the two ccus on the two columns to confirm that it was indeed the ccu that failed". No negative impact in state of health reported. According to additional information received it was stated that "the problem occurred when they were starting the second procedure. The camera unit broke down, so the medical team had to switch columns to perform their second procedure. The medical team had to change equipment to perform their procedure because the patient was already under general anesthesia." It was furthermore indicated that due to the time to replace, prepare and use other equipment there was a prolongation/ delay between 15 to 60 minutes.

Manufacturer narrative:
Corrections are made in section b3 and h6. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the investigation of the returned product (article: tc201, serial: (B)(6)) it was determined that the motherboard (062821-10ba) does not start up and does not provide an image to the video outputs. The case fan runs at maximum speed. Because no image is displayed, the device information cannot be read out. There are no visual defects on the device. It is concluded that the root cause is a component failure (fpga defect). The event is filed under internal karl storz complaint ID: (B)(4).